Event description:
The customer's mother stated that the customer was hospitalized for diabetic ketoacidosis and a blood glucose reading of 502 mg/dl. Troubleshooting was performed, and the insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Additional info: currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.